Event description:
The user facility reported that during a patient procedure, the dual flat panel monitor mount to their harmonyair a-series surgical lighting system detached from the yoke-spring arm connection and was hanging by the wires. The procedure was completed successfully. No report of injury.

Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.